Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead dislodged which was able to confirmed via fluoroscopy. The patient presented for ra lead revision. During the procedure, the physician attempted to reimplant the ra lead in a new location but the ra lead exhibited noise. The ra lead also could not be extended and retracted. The ra lead was explanted. The physician made programming changes to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and lead noise. A complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. The reported events of helix mechanism issue and lead noise were confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region and the helix was bent consistent with procedural damage. Unable to perform the helix mechanism test due to the helix being bent, as received. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted due to the overtorqued inner coil inside the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue and lead noise was due to the overtorqued inner coil, helix being clogged with blood/tissue, and helix being bent.